Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to the exhalation valve plate heater is an accessory and is not required for clinical use of the product.